Manufacturer narrative:
The event occurred while implanting a versafitcup cc trio acetabular shell no-hole ø48 mm, code 01.26.45.1148, lot. 165696 (k122911). Batch review performed on 20 march 2017. Lot 165696: (B)(4) items manufactured and released on 09 december 2016. Expiration date: 2021-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The terminal cup impactor for metal back was stuck in the cup.

Manufacturer narrative:
On 28 august 2017 during a check, it was found out that the lot involved in the compliant was wrong reported. The correct lot involved, looking on the instrument received back that was stuck in the cup is (B)(4). Batch review performed on 28 august 2017. Lot 1651156, (B)(4) items manufactured and released on 21 july 2016. No anomalies found related to the problem. To date, 3 similar events have been reported on items of the same lot.

Manufacturer narrative:
Batch review performed on 15 may 2017. Lot 1411056: (B)(4) instruments manufactured and released on 04 september 2014. No anomalies found related to the problem. To date, this is the sixth similar event reported on items of the same lot. On 15 may 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the instrument was stuck in the cup. We tried to unlock the terminal cup free hand but it was not possible. Using a clamp the instrument was unlocked from the cup. A coagulated blood was found between the instrument thread and the cup thread, this can, possibly, have increased the difficulty to unlock the devices. Probably, the medical staff screwed the instrument into the cup using the screwdriver straight and staying axial with the cup hole, when then the surgeon tried to remove the terminal cup from the device the excessive inclination of the handle did not allow to unlock the terminal cup correctly. The hypothesis was also confirmed with an internal test: if the screwdriver is not perfectly aligned with the terminal cup and the cup hole, it is mostly impossible to unlock the devices.